Manufacturer narrative:
(B)(4). Concomitant medical device: architect i2000sr analyzer ln 3m74-01, serial # (B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The previous investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The previous investigation also identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. The latest investigation identified additional variables within the suppliers molding manufacturing process. Abbott has implemented more stringent static charge sampling and testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Manufacturer narrative:
(B)(4), concomitant medical products: architect i2000sr analyzer, list # 3m74-01, (B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer stated after assaying architect i2000sr quality controls without issue, the customer observed error code 1007 (unable to process test, activated read failure) on a patient run when reaction vessel (rv) lot 71235p100 was in use. The customer was asked to perform various checks and troubleshooting procedures and to download the analyzer logs. The customer requested a service visit, as she was alone in the lab. The customer was able to use another analyzer in the lab. After a site visit by the field service representative, the issue was resolved and no further error 1007 messages were generated. There was no impact to patient management.